Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange due to concern with textured product. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported left side rupture and exchange due to concern with textured product. Device remains implanted.